Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of five of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak between the supply line of the homechoice cassette and the supply bag that led to this alarm. The patient properly tightened the connection and there was no disconnection between the cassette and bag. Proper procedures per the user manual were reviewed with the patient. Renal therapy services (rts) assisted the patient with disconnecting and removing the cassette in aseptic technique. Rts advised the patient to inform their peritoneal dialysis registered nurse regarding the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned; therefore, a device analysis could not be completed. However, a leak between the supply line of the homechoice cassette and the supply bag was reported which is known to cause this alarm. The cause of the leak could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.